Manufacturer narrative:
H.6. Investigation summary based on the incident in question the batch history was analyzed specifically for foreign matter, visual inspections of the packaged product are carried out according to control plan, validated with the acceptable quality level 0,25% (nqa) with the frequency of 2 hours and always analyzing 1 machine cycle. Before the batch is released to the consumer, the consumer still goes through the process of evaluation of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. All records of the manufacture of the lot presented results in accordance with the specification. We emphasize that bd has an established process of production control to avoid any type of contamination in the products, which consists of: analysis of the productive raw material: bd suppliers are audited and qualified according to procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and the conditions of their packaging. The components used in the claimed product (cylinder and plunger rod) are molded into the bd in a controlled production environment. Only the packaging material is of external origin. Good manufacturing practices: operators receive guidance on good manufacturing practices in accordance with quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established, procedures on gowning and hygiene, which state that it is only allowed the entrance into manufacturing places with the use of adequate gowning (hairnet, joana d'arc hairnet, coat) and after the hygiene of the hands to avoid contaminations. The correct use of gowning inhibits the possibility that some external dirt is carried into the productive area. Manufacturing process analysis: during the batch manufacturing process, no record of any occurrence of the strange matter defect was identified. During the manufacture of these batches, visual inspections were carried out with predetermined frequencies, which aim to ensure that the product meets the specification without presence of any foreign matter in all stages of manufacture. All the equipment has enclosures that aim to increase the protection of the products to the contaminations throughout the productive process. Pest control: bd has a pest control process for its manufacturing facilities and warehouses defined in the quality system procedure. This procedure defines the positioning and maintenance of insect traps around the factory, preventing and protecting the entire manufacturing system from this type of contamination. The pest control map complies with good storage practices, ensuring that all accesses are isolated and protected, providing an effective barrier for no insects to access factory premises. It was not possible confirm the complaint. No action applicable at this moment. CAPA is not required. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of oralpak3ml p0.1 colorless 11 bls experienced foreign matter in the syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: contaminant in the syringe that comes with the combi ad product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of oralpak3ml p0.1 colorless 11 bls experienced foreign matter in the syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: contaminant in the syringe that comes with the combi ad product.